Event description:
It was reported when using the bd pyxis¿ medbank tower, validation code was not work while issuing the item to patient. The customer reported that the malfunction occurred while dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code did not work while issuing an item to a patient. A technical support specialist (tss) attempted to contact the facility again but was unable to reach the customer. Upon reviewing the medbank myqlink history, the tss confirmed that the item had been successfully issued to the intended patient. The system functioned as intended after the technical support specialist verified the device.